Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced chest pain following the implant procedure. The physician suspected a small perforation. The right ventricular lead revision was performed on (B)(6) 2018. No patient condition or additional information was reported.